Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue with the 'up' and 'dow' arrow buttons. Reportedly, the keypad cover was damaged, there was no evidence of moisture or corrosion in the pump and there was no delivery issues noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: during investigation, it was noted that the keypad was detached and there was contamination under all the button contacts. It was also observed that all the button contacts were misaligned. Unrelated to the original complaint, when the pump was powered on, the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.